Manufacturer narrative:
The device was in use for treatment. The lead was capped, and it will not been returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. Dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The event will be reevaluated if additional information becomes available. Associated MDR 1035166-2015-00063.

Event description:
Customer reported that this atrial lead were capped due to no capturing at maximum output. In addition, when viewed under fluoroscopy it was apparent that the lead had dislodged from the regular anatomical position. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 4 years, 3 months.